Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the unknown planned treatment/non-emergency treatment. The procedure was aborted (including delay >20 minutes or discontinued) and patient was moved to another system to complete the procedure. The philips remote service engineer (rse) connected with the customer and confirmed that the table geometry movements were partly available. Review of the logfile confirms the malfunction table geometry movements partly available. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that cradle movement was not available. The fse performed post-test, which indicated a cradle post failure. The fse confirmed that the cause of the malfunction was a defective amc. To resolve the issue, the fse replaced the amc ecat drive. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the table geometry movements were partly available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.